Event description:
Overdelivery reported. On 5/14/99, the pt was receiving heparin 25,000u in 250cc on the secondary line at 9cc/hr concurrently with d5 1/2 ns at 100cc/hr on the primary line. A ptt had been drawn with a result of >300 seconds. The supervisor went into the room and verified correct pump settings; however, when the bag contents were compared with what should have infused, it was found that 72cc extra had been administered over a 6 hour period. The pt was treated with protamine 50mg IV. The pt reportedly developed a hematoma to the left deltoid on 5/15/99. No other pt harm reported.